Event description:
It was reported that the patient was asymptomatic. It was noted that the patient received inappropriate shock therapy for supraventricular tachycardia (svt) from the implantable cardioverter defibrillator (ICD). Programming suggestions were made to decrease the morphology match score. No changes were made. The ICD was just to be monitored. The patient was stable.